Event description:
The customer reported that on the last delivery of therapy the device indicated shock equip malfunction. The customer found that there were three (3) entries of "charge/shock failure - therapy pca (runtime)" in the status log. There was no adverse pt impact.

Manufacturer narrative:
(B)(4): the customer reported that on the last delivery of therapy the device indicated shock equip malfunction. The customer found that there were three (3) entries of "charge/shock failure - therapy pca (runtime)" in the status log. There was no adverse pt impact. The site biomed tested the device and could not recreate the failure. The device was evaluated at philips. The malfunction could not be recreated. Based on the entries in the status log, philips replaced the therapy pca to resolve this issue.